Manufacturer narrative:
H3: product analysis of part # (B)(4), lot # em20e001 - visual and optical inspection confirmed the inner sleeve has been overtightened causing the weld on the set screw to break and the inner obturator to not protract/retract to release the set screw. One of the set screw that hold the inner sleeve to the shaft is missing. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the set screwdriver is not holding the caps well and/or releasing. There was no patient involvement reported. There were no further complications reported regarding the event.